Event description:
The customer reported that the system was mixing pt images (data mix). This could result in an improper diagnosis of images. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.